Manufacturer narrative:
An event of the valve not fully expanding was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve under expanding could not be conclusively determined; however, valve stenosis could have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage eu0747-819 (r843742301) it was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. During the procedure, a post-implant balloon valvuloplasty was done due to under expansion and device final disposition was implanted in annulus. It was also reported that the patient had a left bundle branch block, no treatment was provided. The patient is stable, no additional information was provided.